Event description:
It was reported that the customer had a broken endoscope. The customer reported event has no report of patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: the endoscope moved freely with uncontrolled motion. Also, a blurry image was observed, and the surgeon removed the endoscope. No material was missing or detached from the portion of the device that enters the patient's body.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack on light button of the button pack assembly. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The endoscope was tested and place on an in-house system for cable testing and failed due to wahoo paddleboard (wpb) defect. The endoscope was tested and placed on an in-house system or equivalent for camera cables due to an electrical failure on the endoscope cable. The probable root cause of the customer-reported complaint could not be determined, as the issue could not be reproduced during failure analysis.